Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the irrigation failed during a procedure. The product was replaced and procedure competed with no patient harm. No additional information is expected.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history reviews are not possible. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause for the customer¿s complaint could not be confirmed because a sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).